Manufacturer narrative:
Specimen handling / mixing are the likely cause for this issue as per discussion with the account by the abbott technical application specialist (tas). A review of the architect sn# (B)(4) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the architect c4000 analyzer.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased co2 result generated on the architect c4000 analyzer on a baby. Results provided: (B)(6) 2019 sid (B)(6) = 10 / 7 meq/l; repeated at another lab= 23 meq/l. Additional test results provided: bun 26 mg/dl / calcium 9.0 mg/dl / creatinine 0.6 mg/dl / glucose 97 mg/dl / chloride 103 mmol/l / potassium 5.5 mmol/l sodium 134 mmol/l / magnesium 2.7mg/dl. No impact to patient management was reported.